Event description:
It was reported that the customer ran into a fire hydrant and as a result the touch screen became shattered and unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.